Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The IFU states: impella cp with smart assist system, section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ the instructions for use for the impella cp with smart assist system states the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility had a cp pump placed for support placed for the patient with a cardiac history and known aortic valve replacement . The pump was delivered across the valve with efforts, and while on the support the pump site developed a hematoma that did require 2 units of red blood cells and continued monitoring. The pump support continued despite the access site injury for 5 days and went into atrial fibrillation with rapid ventricular response and was cardioverted x3. That day the team made decision to explant and replace the cp with an intra-aortic balloon pump. Patient survived the event.

Manufacturer narrative:
The investigation for the reported hematoma and arrhythmia has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the hematoma and arrhythmia could not be determined.